Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 576 mg/dl. The customer¿s other blood glucose were 413 mg/dl and 600 mg/dl. The customer was treated with insulin drip. The customer experienced symptoms such as nausea abdominal pain and very thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the drive support cap was protruded. The customer was wearing the insulin pump during the hospitalization. Customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube lip. (B)(4).